Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and another potential adverse event was noted where there was an underflow issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause for the gas leak could not be determined. However, the underflow was due to a failure of the first pressure reducer. Olympus will continue to monitor field performance for this device.

Event description:
It was reported insufflation unit experienced gas leakage. This issue occurred during receipt inspection. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.